Event description:
Boston scientific received information that during implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range (oor) shock lead impedance (sli). The physician elected to program right ventricular (rv) coil to device vector and test defibrillation threshold (dft). Successful induction and defibrillation was noted. This device remains in service. The no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.